Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11351. It was reported that patient presented to a follow up in clinic with fatigue on (B)(6) 2020. An x-ray on (B)(6) 2020 revealed that the atrial and right ventricular leads had dislodged. Both leads were explanted and replaced on (B)(6) 2020. Patient was discharged home after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.